Event description:
A tandem mobi cartridge alarm was reported, and a cartridge alarm was confirmed during earlier incidents by technical support. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support decided to replace the pump while instructing the customer to use multiple daily injections as a backup therapy. The customer was guided on how to store the pump and return it using the provided return box and label. The replacement pump was shipped without requiring a signature for delivery.